Manufacturer narrative:
Complaint conclusion: a slalom thrill kit (6/40/t) percutaneous transluminal angioplasty (pta) balloon catheter (bc) being used for a shunt pta case was delivered to the lesion and inflated, it ruptured at 14 atmospheres (atm). There was no reported patient injury. There was moderate lesion calcification. There was a little vessel tortuosity. The device was not being used to treat chronic total occlusion (cto). There was a little friction/resistance while inserting the balloon through the rotating hemostatic valve. There was not any resistance or friction while inserting the balloon through the guide catheter. There was not any difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon was inflated twice. The device was stored and handled per the instructions for use (IFU). There was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was not any difficulty removing the stylet or any of the sterile packaging components. There were not any kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. The product was removed intact from the patient. The procedure was completed with a new device. The product was not returned for analysis. A product history record (phr) review of lot 17647584 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. However, the procedure performed was a shunt pta case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill kit (6/40/t) percutaneous transluminal angioplasty (pta) balloon catheter (bc) being used for a shunt pta case was delivered to the lesion and inflated, it ruptured at 14 atmospheres (atm). There was no reported patient injury. The device was discarded due to suspicious infectious diseases. There was moderate lesion calcification. There was a little vessel tortuosity. The device was not being used to treat chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was not any difficulty removing the stylet or any of the sterile packaging components. There were not any kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was a little friction or resistance while inserting the balloon through the rotating hemostatic valve. There was not any resistance or friction while inserting the balloon through the guide catheter. There was not any difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon was inflated twice. The product was removed intact from the patient. The procedure was completed with a new device.